Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. It was initially reported by the customer that the carto 3 system was displaying inaccurate high force values and "high". To troubleshoot the cable was replaced without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. There was no patient consequence. The customer¿s reported high force reading is not considered to be an MDR reportable malfunction since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 2-jun-2022, the bwi pal revealed that a visual inspection of the returned device found a foreign material and a hole in the pebax area. These findings were reviewed and determined the issue of a hole in the pebax is an MDR reportable malfunction since the integrity of the device has been compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 2-jun-2022 and re-assessed it as MDR reportable.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed foreign material inside the pebax. The pebax area was further inspected under microscope to identify if there was damage on the pebax which could have caused the foreign material inside the pebax and a hole was observed/found in the pebax. A screening test was performed in accordance with bwi procedures. The returned sample was connected to carto3 system, and the force values were observed within specifications. It should be noted that device failure is multifactorial. Even though no force error was present during the screening test, the contact of blood with the sensor wires can trigger force sensor errors. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).